Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the lead was damaged during the attempted implant. The implanting physician reported the lead coils fractured during attempted implant. The lead was not used and is expected to be returned for analysis. Another lead was successfully implanted in absence of any adverse patient effects.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed the conductor coils were deformed and there were puncture holes in the insulation approximately 421-422 mm from the terminal pin. The damage appears consistent with the lead being grasped by a grabbing tool. Resistance testing verified the lead was electrically continuous. Analysis confirmed the lead sustained induced damage during the implant procedure.